Event description:
It was reported that the external pulse generator had a cracked screen and a missing battery cover. It was also requested that it be calibrated. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) lens is cracked and battery drawer is broken. Lcd display is corroded. Upper and lower cases and ring cover are broken. Side bail covers, two case screws, side bails, and ring are missing. Lead flex cover and battery flex are contaminated. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Lcd (liquid crystal display) lens is cracked and battery drawer is broken. Lcd display is corroded. Upper and lower cases and ring cover are broken. Side bail covers, two case screws, side bails, and ring are missing. Lead flex cover and battery flex are contaminated. Battery contacts are compressed.